Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the most likely cause for the discordant elevated troponin I results (relative to alternate methodology) is heterophilic antibody binding. The presence of heterophilic antibodies is consistent with the repeatable results obtained on testing of multiple samples over a period of time without the classic rise and fall of values. The instructions for use for the cardiac troponin I flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The result was questioned after imaging studies did not reveal cardiac damage. The patient sample was tested on an alternate instrument system with an alternate methodology and a negative result was obtained. The patient was tested by an invasive cardiac imaging procedure as a result of the elevated troponin result. There was no report of adverse health consequences as a result of the elevated troponin I result or the imaging study.